Event description:
Match issue. It was reported that before the surgery, noted that the retaining stem inserter did not match with the extraction rod, and the threads could not completely connected. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: match issue. It was reported that before the surgery, noted that the retaining stem inserter did not match with the extraction rod(as the photo shows), and the threads could not completely connected. There were no adverse consequences to the patient. No additional information could be provided. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the slap hammer m6/m10 adaptator was severely stripped from the threaded tip and the inner threads. Assembling problems are most probably caused due to this condition. The observed damage on the threads appears to be a consequence of off axis impaction of the device before the threads are fully seated or impaction in a misaligned position. The overall complaint was confirmed as the observed condition of the slap hammer m6/m10 adaptator would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "match issue. It was reported that before the surgery, noted that the retaining stem inserter did not match with the extraction rod(as the photo shows), and the threads could not completely connected. There were no adverse consequences to the patient." The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: match issue. It was reported that before the surgery, noted that the retaining stem inserter did not match with the extraction rod (as the photo shows), and the threads could not completely connected. There were no adverse consequences to the patient. No additional information could be provided. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the slap hammer m6/m10 adaptator was stripped on the m6 threaded tip. The observed damage on the threads appears to be a consequence of off axis impaction of the device before the threads are fully seated or impaction in a misaligned position. A functional test was performed with a mating device extraction rod and was not able to replicate the reported unable to assemble condition due to the devices were allowed to engage as intended. The overall complaint was not confirmed as the observed condition of the slap hammer m6/m10 adaptator would not contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.